Event description:
It was reported that there was a concern with a rectal wall infiltration, based on magnetic resonance imaging (MRI) done after the procedure. No patient complications were reported as a result of this event. The patient's treatment was delayed. Additional information: it was reported that there was infiltration of the sphincter and possible hydrogel in the lumen of the rectum and therefore this was a more significant rectal wall infiltration.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date on 01/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/13/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block b5 and h6 (impact codes) have been updated based on additional information received on 02feb2025.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/13/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that there was a concern with a rectal wall infiltration, based on magnetic resonance imaging (MRI) done after the procedure. No patient complications were reported as a result of this event. The patient's treatment was delayed.